Event description:
Malyugin ring was retracted correctly by surgical tech. The surgeon inserted the ring halfway into the eye and noticed the ring was twisted. The ring was removed from the eye immediately and a new ring was used without any issues.